Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a continuous alarm. It was also reported that it could not be programmed. No adverse patient effects were reported. Per reporter no additional information is available at this time.